Event description:
It was reported to philips that the system gave errors indicating the fluoroscopy dose was reduced, resulting in artifacts that necessitated moving the patient to another room to complete the procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) evaluated the system remotely and confirmed the reported problem. Analysis of log file revealed an application error related to a defect in cooling unit, which led to an error in tube anode. A philips field service engineer (fse) inspected the system onsite and identified oil leakage from the cooling unit into a spill tray. To resolve the reported issue, the cooling unit was replaced. The system was returned to use in good working order and ready for clinical use. The cooling unit was returned for further analysis. Testing confirmed a leakage at the hose of the cooling unit. The codes were updated based on the investigation outcome.